Manufacturer narrative:
The creaj2 reagent lot number was 774950 with an expiration date of 31-oct-2025. The gluc3 reagent lot number was 779013 with an expiration date of 30-apr-2025. The field service engineer (fse) found broken tubing at the vacuum tank. The fse replaced the tubing. Calibration and qc were acceptable. The investigation determined the issue identified by the fse (broken tubing) was the cause of the event. The service actions resolved the issue.

Event description:
There was an allegation of discrepant low results for 1 patient sample tested for creatinine jaffe gen.2 (creaj2) on a cobas c 303 analytical unit. Of the data provided, there were also discrepant glucose hk gen.3 (gluc3) results for this patient sample. The initial creaj2 result was 0.752 mg/dl. The repeat result was 1.83 mg/dl. The initial gluc3 result was 5.92 mg/dl with a data flag. The repeat result was 235 mg/dl.